Manufacturer narrative:
The investigation determined that discrepant vitros ipth results were obtained from multiple patient samples processed on a vitros 5600 integrated system when comparing serum and plasma ipth values. The investigation was unable to determine a definitive root cause. There was no evidence to suggest a reagent or instrument malfunction had occurred. The root cause of this event is unknown.

Event description:
The customer obtained vitros ipth results from multiple patient samples processed on a vitros 5600 integrated system that were discrepant when comparing serum and plasma ipth values. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discrepant vitros ipth patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).